Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 458 mg/dl and low blood glucose levels of 50 mg/dl. The customer had no related symptoms and treated high blood glucose with manual injections and low blood glucose levels with glucose consumption. Customer's blood glucose value was 146 mg/dl at the time of the call. Customer reported that the high blood glucose levels began every 3 days and did not mention if they contact their healthcare professional. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The device was not returned for analysis.